Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Physician reports a case of alcl. The device has been explanted. No histopathological biomarkers have been provided. This record relates to an unknown side.